Manufacturer narrative:
As the lot number and material number involved for this captured report are unknown, a thorough investigation could not be completed. As samples were not available for this report, a sample analysis could not be completed. At this time, a cause related to the manufacturing process could not be determined. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
Failed connection between the bd hypak syringe and the bd eclipse needle with smartslip technology, 0.6x22mm, resulting in vaccine leakages or the hcp not able to connect the needle with the syringe luer lock.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.